Event description:
During ercp, tome being used to do sphincterotomy. Md states "wire is broken on sphincterotomy." Pulled sphinctertome out - noticed full cutting wire gone. Unable to retrieve. Left in pt to pass naturally. Unable to view on fluoro.